Manufacturer narrative:
Medtronic received additional information that this aortic valve was replaced due to stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 2 months post implant of this bioprosthetic valve, it was explanted and replaced with a non-medtronic valve. The reason for the replacement is unknown. No additional adverse patient effects were reported.